Manufacturer narrative:
Section b5: previous gastrointestinal bleeding is reported under MFR#: 2916596-2021-04017. Main investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be determined through this evaluation. Additionally, a cause for the reported events could not be conclusively determined. Multiple attempts for additional information regarding the reported event were sent to the account; however, no additional information was provided. Heartmate ii left ventricular assist system, serial number: (B)(6), was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists bleeding and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii (hmii) left ventricular assist system instructions for use (lvas IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a hypotensive episode and chronic gastrointestinal bleed.